Event description:
It was reported that on multiple occasions with multiple devices, the pt experienced kinking and cracking of the inflation line, causing inflation failures. It is unknown how long the device had been in use when the problem was detected. Limited info regarding the event, pt and device usage/maintenance. There was no reported injury. The device is not available for return.